Manufacturer narrative:
A definitive assignable cause for the discordant non-reactive results could not be determined. Based on historical quality control results, a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct IFU interpretation region. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Antibody detection tests targeting covid-19 may also cross-react with other pathogens, including other human coronaviruses such as the common cold and give false-positive results. Patient 1 had not had a polymerase chain reaction (pcr) covid 19 antigen test and patient 2 was known to had previously tested negative using pcr on two earlier occasions, although the dates of testing were not provided. Patient 3 was an outpatient and no additional information was available for this patient. Patient was reported to be symptomatic, however, no pcr antigen test was performed on this patient. Patient 5 tested negative by pcr testing on (B)(6) 2020 following a non-reactive vitros result on (B)(6) 2020. Patient 6 had a positive pcr test on (B)(6) 2020 and the vitros result (0.32 s/c) suggests the patient is likely seroconverting, however, no additional information provided for that sample. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0011. There is no evidence the vitros cov2tot assay malfunctioned. Based on the information provided it was not possible to confirm the reactive results obtained for the mayo igg method are the correct result for the samples. The customer believes the vitros results to be the correct results for the samples and the mayo igg method results to be false reactive results. However, ortho is conservatively reporting these results as false negative vitros cov2tot results.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report ten (10) reproducible discordant non-reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from two different patient samples on a vitros 5600 integrated system. The vitros cov2tot results were considered discordant as reactive results were obtained for both samples using a mayo igg antibody test method performed on the same samples. Patient 1 results of 0.063, 0.072, 0.078, 0.113, 0.060, 0.059, 0.060, 0.056, 0.069 and 0.057.s/c (non-reactive) versus the expected result of reactive. Patient 2 results of 0.077, 0.067, 0.068, 0.063, 0.070, 0.075, 0.081, 0.053, 0.060 and 0.053 s/c (non-reactive) versus the expected result of reactive. Patient 3 result of 0.05 s/c (non-reactive) versus the expected result of reactive. Patient 4 result of 0.03 s/c (non-reactive) versus the expected result of reactive. Patient 5 result of 0.06 s/c (non-reactive) versus the expected result of reactive. Patient 6 result of 0.32 s/c (non-reactive) versus the expected result of reactive by pcr. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection but were generated during validation or method comparison testing. Patient management was not influenced based on the vitros results and there was no allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).